Manufacturer narrative:
(B)(4). Two lateral views of l5-s1 tlif show screws and rods in good position. The interbody spacer is showing to have backed out and angulated. It appears the device is too small for the disc space, creating unstable construct. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the cages backed out post op. The pt was having the neurological symptom. The revision surgery was performed approx 16 days post op. The cages were replaced. Reportedly, the pt symptom was relieved after the revision surgery. It is believed that the reason for the back out was that the size of the implant was too small and the decortications were not satisfied.